Manufacturer narrative:
(B)(4). No devices received, log review only. The event logs and data set have been received and log review is pending. A f/u report will be submitted once the investigation has been completed.

Event description:
The customer reported an overinfusion, stating a 250ml bag of levophed (concentration was 4mg/250 ml) was programmed to infuse at 18 ml/hr but the bag was empty too soon. The pt later expired but the customer did not think the death was caused by the event. Although requested, the customer did not provide any add'l pt or event details.